Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was stimulation in the wrong location. The patient was having some pain and thought it was coming from the bladder stimulator. It was "like someone was sending little pulses but stronger, sometimes in privates, or stomach area." The patient thought she fell about 2 days before she noticed the issue. The change in therapy/symptoms was considered gradual. It was getting worse and more frequent. This occurred about a month ago in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.